Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter made an oval shape aortotomy, instead of a circle . It was also reported that two of the heartstring seals "misfired" when deployed. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product number. There was no non-conformance recorded in the lot history. (B)(4).